Event description:
The physician's programming history was downloaded and sent for review. The history confirmed that the programming anomaly was identified on (B)(6) 2015; however, the history did not contain the date the programming anomaly occurred.

Event description:
During review of settings the physician, it was observed that on office visit on (B)(6) 2015, the patient's settings were found indicative of a faulted diagnostic test. The physician did not provide any other settings or diagnostic testing, so it is unknown when the faulted diagnostic occurred that changed the settings. No additional relevant information has been received to date.